Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the device had run on. It was later reported during functional testing by a service technician that the run etching was not legible, presenting a potential for the device to inadvertently be activated. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.

Manufacturer narrative:
A service technician functionally evaluated the device and did not find run on. Upon disassembly there were no problems found. The service technician noted that the run/safe etching was not legible.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the device had run on. It was later reported during functional testing by a service technician that the run etching was not legible, presenting a potential for the device to inadvertently be activated. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.